Manufacturer narrative:
The complaint was confirmed through the pictures showing a fractured bar. The product did not return. The bar was manufactured and released per procedure with no documented manufacturing deviations. A singular probable cause could not be identified. It is unlikely the increased cylinder span length contributed to the fracture, as the risk was identified to be low and acceptable prior to manufacture. A definitive root cause has not been determined. Date received by manufacturer, added follow up type, added event problem codes, added manufacturing date, added evaluation codes.

Manufacturer narrative:
The bar was returned along with the prosthesis. Upon visual inspection, the bar was in the same fractured condition as depicted in the pictures previously sent by the customer. No additional damage was observed.

Manufacturer narrative:
Product has not returned to manufacturer.

Event description:
It was reported that bridge-bar fractured to buccal of site (B)(4).